Event description:
The customer reported the insulin pump alarmed. The blood glucose reading was 120mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had scratched display window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and belt clip. No damage noted on the belt clip slot.